Event description:
It was reported the patient had an older implantable neurostimulator (ins) in his left chest that was inactive. The lead was taken out of the patient¿s brain on that side and the extension was cut and dangling. Additional information received two days later reported the ins was ¿dead.¿ it was noted a surgeon was planning to revise the device. Additional information received five days later reported the battery depletion was considered to be normal. The surgeon was planning on revising both sides over the next few weeks. It was noted the surgeon had cut the patient¿s extension because he rewired that side to a newly implanted ins. The extension and dead battery would be explanted soon. It was noted the patient was receiving good therapy from the existing device. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3387s-40, lot# v065399, implanted: 2007-(B)(6), product type lead product ID 7482a51, serial# (B)(4), implanted: 2007-(B)(6), (B)(4).